Event description:
It was reported that during a low anterior resection procedure, the device did not fire at all. Another like device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 10/03/2008. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device; the cartridge was received fully and with the reload lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the trying to fire an already spent cartridge. In addition, the instructions for use state, "if re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was tested for functionality with a test reload on one articulated position; when fired to the left the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.